Event description:
It was reported that patient had insert swap on right knee due to instability.

Event description:
It was reported that patient had insert swap on right knee due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon x3 ps insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is 70 inches in height. An event regarding instability involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: medical review of the records provided indicated that there is no evidence that this patient¿s clinical problems with soft tissue balance and wound problems were related to factors of faulty component design, manufacturing or materials. -device history review: there have been no reported relevant discrepancies for the referenced lot. -complaint history review: there have been no reported similar events for the lot referenced. Conclusions: based on the medical review performed for this event, the patient's clinical issues regarding soft tissue balance are not device related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.